Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states her mother developed infections from the nurses not cleaning and changing the purewick female external catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed use related issue as nurses not cleaning and changing the purewick female external catheter. Sample was not available for evaluation. The labeling is found to be adequate as the instructions for use state: maintenance: replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. A DHR review was not required because the investigation was confirmed - use related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states her mother developed infections from the nurses not cleaning and changing the purewick female external catheter. No medical intervention was reported.